Event description:
Complainant alleged that during biomed testing and routine preventative maintenance of the device. The paddles' controls were inoperable. The complainant indicated that there were no pt involvement in the reported malfunction.